Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the customer was hospitalized due to high blood glucose levels (600+ mg/dl). Customer was treated through intravenous insulin drip. Troubleshooting was performed and the customer passed delivery system check.